Manufacturer narrative:
(B)(4). The single board computer printed circuit board was replaced and the device passed all testing.

Manufacturer narrative:
(B)(4). The service engineer evaluated the device and verified the reported complaint. When the device was powered on, the display froze at the six picture screen. The single board computer (sbc) printed circuit board (pcb) will be replaced. The repair of the ventilator is yet to be completed.

Event description:
During service, a ventilator display screen intermittently froze at the six picture screen. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.